Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that the customer experienced high blood glucose. Customer's blood glucose rose to 600 mg/dl. The husband reported observing bent cannulas on the infusion set. It was also found the insulin pump was not delivering insulin to the customer's body. It was found the customer had two defective infusion sets. The husband also reported the insulin pump did not alarm no delivery. The husband agreed to return the insulin pump for analysis.